Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within an opened pipeline flex outer carton (b093073), and within an opened pipeline flex inner pouch (b093073). Visual inspection/damage location details: the pipeline flex embolization device was returned still within the phenom 27 catheter. T he pipeline flex pusher was found extending out from within the phenom 27 catheter hub for 196.8cm. The pipeline flex pusher distal hypotube was found stretched. The pipeline flex pusher was found stuck within the phenom 27 catheter hub at the pusher¿s resheathing pad. No bends or kinks were found with the phenom 27 catheter body. The phenom 27 distal tip was found in good condition. The phenom 27 catheter was flushed, blood and water exited the distal tip. The phenom 27 catheter was dissected (cut) to remove the stuck pipeline flex embolization device. The pusher was found still intact. The resheathing pad was found in good condition. The pusher sleeves and tip coil were found to have detached from the distal core wire. It is likely the sleeves and tip coil detached during removal from within the phenom 27 catheter. The pipeline flex braid ends were found damaged (frayed). Testing/analysis: the phenom 27 catheter total length was measured to be 158.7cm and the useable length was measured to be 152.2cm which is within specification (specification: 150cm ± 5cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. It is likely the damage found with the pipeline flex braid and the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. However, the cause for the damage to the braid could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of the pipeline failed to open. The pipeline was replaced, and the patient did not experience any injury. Angiographic results post procedure were said to be good. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, amorphous aneurysm located at the ica supraclinoid. The max diameter was 10mm, and the neck diameter was 6mm. The patient's vessel tortuosity was moderate. The landing zone was 4.3mm distal and 4.5mm proximal. The access vessel was the ica, which was 4.5mm in diameter. Ancillary devices include a phenom catheter.